Event description:
A mayfield skull clamp was involved in a slippage during a procedure. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.